Manufacturer narrative:
During initial visual examination of the returned blood pump, red-brown deposits were seen between the membrane layers, confirming the customer complaint. A CT-scan was done, where deposits between the membrane layers could be seen. There seemed to be a leakage visible in the blood side layer of the triple layer membrane in the CT scan. For further analysis, the pump was disassembled, and the membrane layers were individually tested. A leakage was detected in the blood-side layer, located at the edge region of the membrane layer. The air-side layer and the middle layer were found to be intact. Dried blood deposits were detected between the blood-side layer and the middle layer of the triple layer membrane. The thickness of the blood-side layer and the adjacent layer were re-measured at defined points. The thickness of the middle layer was found to be within specification at all defined points. In the area around the leakage and in one of the defined points, the thickness profile of the blood-side layer was found not to be homogenous at the time of the re-measurement. The cause of the leakage in the blood-side layer was an inhomogeneity in the membrane thickness of this layer. If the thickness distribution across a single membrane layer is not homogeneous, there is the possibility that during pump function, the stresses in the material at the points of lower membrane thickness are higher than in the other areas of the membrane. In this case, this led to a leakage of the membrane at this location. To improve the homogeneity of the thickness of blood-side layer on excor blood pumps, the edge region of the blood side membrane had an increased thickness starting in 4th quarter 2019 as most defects in the blood-side layer occurred in the edge region. The blood-side layer membrane from this pump was produced before the introduction of this improvement.

Manufacturer narrative:
The excor blood pump, s/n (B)(4) was in use by the patient from 2020-08-19 until 2021-01-18 (152 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. A detailed investigation report will be provided as soon as it is available.

Event description:
Berlin heart was contacted by the clinic to report that the blood pump of a patient implanted in the lvad configuration had a potential defect of the blood-side layer of the triple layer membrane. The site send images of the blood pump. Based on those images berlin heart recommended to exchange the blood pump immediately. The exchange went well, the patient did not have any negative effects.